Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to recover storage space. The technical support specialist contacted the customer, but customer was unaware of the issue. Again, connected with customer and confirmed the original issue seemed resolved but reported a new problem with station w ed red. The technical specialist checked remote support service and found the station offline; customer confirmed all troubleshooting steps had been completed. Since, could not dial in, the specialist informed customer that a technician would be dispatched as soon as possible, and customer acknowledged. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage space could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.